Event description:
A pt service rep (psr) contacted zoll customer support after fitting a pt to report that there was a problem with the charger/modem. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (problem with charger/modem) has been confirmed. Upon eval, transistor q1 and the battery board were defective. The cause for the problems with the charger/modem is a defective transistor (q1) and a defective battery board. The q1 transistor controls the current flow to the battery while charging. The root cause of the defective transistor and battery board cannot be positively identified but is likely random component failure. No adverse event resulted from the defective transistor and battery board. The pt received a replacement charger/modem.